Manufacturer narrative:
(B)(4). Batch # r9451z. Device analysis: the analysis results found that four msm20 devices were returned with a clip in the jaws and inside its package unopened. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the devices were cycled and it fed and formed the remaining 20 clips as intended. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. No conclusion could be reached as to what may have caused the reported incident. The reported complaint could not be confirmed. A manufacturing record evaluation was performed for the finished device lot number r40y5j, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch number r9451z, and no non-conformances were identified.

Event description:
It was reported that during a thyroidectomy, the clips were falling off the tissue and scissoring when deployed. There was also an audible tactile feedback sound, when the clips were deployed. The doctor completed the procedure using clip appliers from a different lot. There were no patient consequences reported.